Event description:
It was reported that the patient underwent a laparoscopic hysterectomy on (B)(6) 2009. During the procedure, the surgeon was collecting the specimens after using the device, and part of the hand piece fell off the instrument table and into the patient's open cavity, slicing the iliac vein. The patient was treated and recovered.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). During a laparoscopic supracervical hysterectomy, the left iliac vein was cut. The vein was ligated by the surgeon. The procedure was converted to open procedure to complete the hysterectomy.